Event description:
It was reported that the pump touch screen was ¿zoomed in¿ when cgm graph is interacted with. Customer's blood glucose was 350 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.